Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2024, in day hospital, the patient reports leakage during home injections. Injection of 10 ml of 0.9% nacl into the PICC, burning at the PICC insertion point and leakage of 0.9% nacl. PICC removed. Injection of 0.9% nacl into PICC: leakage at 3 points. No other information was provided. Additional information received 10/21/2024 - it was reported blocked/leaking PICC removed on 13/9, new hospitalization on (B)(6) 2020 for new insertion of PICC. There was no patient or healthcare harm or exposure to bodily fluids.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024, in day hospital, the patient reports leakage during home injections. Injection of 10 ml of 0.9% nacl into the PICC, burning at the PICC insertion point and leakage of 0.9% nacl. PICC removed. Injection of 0.9% nacl into PICC: leakage at 3 points. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and three splits were observed between the 12 cm and 13 cm, the 14 cm, and between the 14 cm and 15 cm depth markers. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on (B)(6) 2024, in day hospital, the patient reports leakage during home injections. Injection of 10 ml of 0.9% nacl into the PICC, burning at the PICC insertion point and leakage of 0.9% nacl. PICC removed. Injection of 0.9% nacl into PICC: leakage at 3 points. No other information was provided. Additional information received 10/21/2024 - it was reported blocked/leaking PICC removed on (B)(6) 2024, new hospitalization on (B)(6) 2024 for new insertion of PICC. There was no patient or healthcare harm or exposure to bodily fluids.